Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 1 opened pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the thread broken as can be seen in enclosed picture. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: when working with novosyn quick suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it.

Event description:
It was reported by the healthcare professional "during the perineal suture, the thread broke. The technique being a thread, a knot, it would have had to undo all the suture to recover the different anatomical planes." Prolonged suture delay, technique could not be respected resulting in additional knots and may weaken the suture. Increased infectious risk due to the lengthy delay and manipulation necessary to repeat a quality suture.